Manufacturer narrative:
Information contained on this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified yellow particles, extended opening, fold creases. A weight test of the explanted material was verified as underweight. A microscopic analysis of the return device identified wear abrasion, an extended sharp opening on the posterior side assessed as an unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening assessed as an unidentified (tear) opening. Reason for reoperation due to rupture and "nodal silicone uptake most likely reactive to free silicone from the extracapsular left breast implant rupture.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and "lymph nodes with suggestion of nodal silicone uptake most likely reactive to free silicone from the rupture". Device was explanted.